Manufacturer narrative:
Device evaluated by MFR: a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with patient waking with blurry vision in right eye post treatment. It was stated that the patient had experienced loss of best corrected visual acuity (bcva). The symptoms are interfering with daily activities. The patient is being referred for cataract evaluation. Bcva from (B)(6) 2019: right eye pre-op: 20/25, -3.25 x -.25 x 95. Left eye pre-op: 20/20, -3 .25 x -.25 x 110.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.